Manufacturer narrative:
The calibration and qc data provided gave no indication of an issue. A precision run was performed with acceptable results. There were no further issues reported. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The initial reporter complained of a questionable elecsys ca 15-3 ii assay result for 1 patient tested on a cobas 8000 e 801 module. The initial ca 15-3 was 71 u/ml with a repeat result of 7.6 u/ml. On (B)(6) 2019 the patient sample was tested again with a result of 7.6 u/ml. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The ca 15-3 reagent lot was 32795300 with an expiration date that was not provided. The investigation is currently ongoing.